Event description:
The shaft of a smart control stent delivery system (sds) was noted to be out of shape and deformed when removing it from the package. The product was not clinically used in the pt. The analysis findings indicated that the "brite tip" of the product was split.

Manufacturer narrative:
The shaft of a smart control stent delivery system (sds) was noted to be out of shape and deformed when removing it from the package. The product was not clinically used in the pt. One non-sterile smart control 9 x 60mm was received coiled inside a plastic bag. The distal tip had a kink and kinks were also found on the body. The brite tip was split. The stent was received in the original position. Analysis of the returned product indicated that the "brite tip" of the product was split. The exact cause of the split "brite tip" found on the returned unit could not be conclusively determined however, shipping and storage conditions could be related. No further analysis was performed. A device history record review was performed and showed that this lot of products met all requirements per the applicable mfg quality plan. The kink reported by the customer was confirmed. This failure already has been determined to be packaging related. A strategic CAPA was opened to address tip damage issues on smart control ses.